Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged dso seal, and a damaged battery compartment. Functional testing was able to duplicate the issue. It was determined that the damaged dso seal was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that following the preventive maintenance, the membrane needed to be replaced. There was no patient involvement.